Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying the "apply sample" icon due to incorrect test strips. The customer care representative (ccr) spoke to the patient for additional follow up questions and obtained/verified the following information. The patient reported the alleged issue began at an unknown time in (B)(6) 2010 prior to contacting lfs. The patient confirmed he manages his diabetes with insulin. The csr noted that the patient did not wish to provide any information if he made any changes to his diabetes management due to the alleged issue. The patient indicated 3-8 months prior to the start of the alleged issue, the patient mentioned he was not himself and he ended up in a coma for reasons not known. On (B)(6) 2010 at an unknown time, the patient confirmed he went to the emergency room (ER) due to the alleged issue on the subject meter. At the time of the ER, the patient confirmed/verified he was tested by the ER/hospital meter and obtained a result of "41 mmol/l". The csr noted that the patient did not wish to provide any additional information whether he received any medical treatment after the alleged issue began. At the time of troubleshooting, the csr noted it was the first time the patient had used the subject meter and determined the patient was using the incorrect test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical treatment from a health care professional (hcp) after the reported issue began.